Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024).¿ please refer to the attached report expertise files from 25 october 2022 confirmed the reported impossibility to quit the pacemaker interrogation session. Since a printing job was unexpectedly considered incorrect by the system due to the crash of the printer module, the manager software induced a reset of the service that enables the programmer to communicate with printers in order to restore correct operation of the printer, as expected. However, the cancellation notification of the printing job was not received by the software. As a result, the software continued to consider that printing was ¿in-progress¿ and the ¿end¿ key remained greyed out. - this case is recorded for trend purposes.

Event description:
Reportedly, during a follow-up at the hospital, the programmer's logout was not possible. After checking the device, a printer error occurred while printing. After canceling the printing, it was not possible to end the session and the session button could not be pressed. Therefore, since it was not possible to do anything, the battery was removed to forcefully shut it down. After restarting the tablet, it worked normally.